Manufacturer narrative:
The potentiometer was found to have a dislodged rear closure, which caused an open circuit condition due to excessive movement of the potentiometer shaft. The malfunction appears to have been caused by significant physical force (unit was dropped or struck) applied to the front of the component. A review of the manufacturer's adverse event database for the past four years confirmed there have been no adverse events caused by high pressure limit potentiometer failures. The manufacturer concludes the potentiometer was subjected to stress or impact beyond its intended design.

Event description:
A ventilator was returned to the manufacturer's service center with an allegation the device was not holding pressure. There was no harm or injury reported. The ventilator was evaluated and tested and all volumes and pressures were within specification. During the evaluation, a malfunction of the ventilator's high pressure limit potentiometer was identified. The malfunction would cause the high pressure limit to not function properly if a high pressure condition existed. The potentiometer was replaced to correct the problem.